Manufacturer narrative:
(B)(4). The device involved has not been returned to the manufacturer for evaluation at the time of this report. However, samples were taken from the current production. The samples were a device from the same family. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the adaptor for the attachment to the vent comes apart from the tube. Alleged issue reported occurred during use. No patient injury or consequence was reported.